Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the laparoscope, gynecologic displayed the error message e226 scope communication error. There were no reports of patient injury.